Event description:
Explanting physician reported left side capsular contracture, baker grade unknown. The device status unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Explanting physician reported an "intracapsular leak" diagnosed by MRI. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.2, b.3, b.5, b.6, d.1, d.2, d.4, d.6a, e.1, g.4, h.4, h.6 reason for reoperation: rupture.